Event description:
Thermadrape thermal blanket emitted a strong foul smell. The odor increased as patients used them. We attempted to place them on approximately 20 patients. All blankets were removed from stock.